Manufacturer narrative:
User facility performed own evaluation and stated no further action was needed.

Event description:
It was reported that the bed did not alarm at the nurses station and a patient fell resulting in a fracture. It was further reported that the patient later expired. The user facility stated that the patient had underlying conditions and had a poor prognosis. Due to these issues, the patient was unable to receive treatment for their hip fracture and was released into hospice. Based on this information it was determined that the fall did not contribute to the patient later expiring. The user facility stated that per their own investigation, the nurse did not set the bed alarm properly. They administered follow up training for their staff and stated that they do not need any further action from stryker.

Manufacturer narrative:
The executive summary has been corrected to reflect investigation findings.

Event description:
It was reported that the bed did not alarm at the nurses station and a patient fell resulting in a fracture. The user facility stated that the patient had underlying conditions and had a poor prognosis. Due to these issues, the patient was unable to receive treatment for their hip fracture and was released into hospice. The user facility stated that per their own investigation, the nurse did not set the bed alarm properly. They administered follow up training for their staff and stated that they do not need any further action from stryker.